Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a blue carefusion screen was frozen on the recovery pyxis. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the screen was frozen. A technical support specialist (tss) dialed into the device and confirmed that the med application was launched under the care fusion application. The user was able to log in successfully and remove medication without any issues. The system functioned as intended after technical support specialist troubleshot the device.